Manufacturer narrative:
The reported event was inconclusive because the investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was leaking near the bifurcation. No balloon impact. This was a secondary complaint after the customer reported a similar event this week. Prior event reported. This was the second event for the same product failure on the same unit. No patient impact, outside of re-catheterization. Per additional information received on 19sep2025, lot# ngkr3487 was provided as the affected lot. Customer also stated that lot# ngkr3487 which has urine leaking out of the catheter right by the y-site. Same ref# (B)(4). No further issues were reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was leaking near the bifurcation. No balloon impact. This was a secondary complaint after the customer reported a similar event this week. Prior event reported. This was the second event for the same product failure on the same unit. No patient impact, outside of re-catheterization.